Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the fridge door was failed to open. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review not required. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager kept failing due to the hasp being out of alignment. A field service engineer remounted the hasp to resolve the issue. The system functioned as intended after the field service engineer repaired the device.